Event description:
It was reported the pt is experiencing pain at the ipg site subsequent to loosing weight. Surgical intervention was undertaken on (B)(6) 2013 and the ipg was relocated and the issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.